Event description:
The customer reported that their device would no longer power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control determined that the cause of the reported failure was due to a cable mounted plug connector, designator p506, which was not completely connected to its corresponding analog pcb mounted plug connector, designator j506.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.